Event description:
During a follow-up in clinic, a loss of capture due to dislodgement was discovered on the left ventricular (lv) lead. X-ray imaging was performed which confirmed the lv lead was dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.